Manufacturer narrative:
The tech adjusted the brake casters to resolve the issue.

Event description:
The technician alleged the stretcher still rolls after the brake steer pedal has been set. No patient impact.